Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit keeps beeping after powered down. There was no patient involvement.

Manufacturer narrative:
Event site telephone: (B)(6). Event site email: (B)(6). Initial reporter : (B)(6). A getinge field service engineer (fse) evaluated the unit and could not reproduce the customer's stated complaint. After reviewing the logs, fse had found fault code 118 43 times on (B)(6) 2024. Re-seated the pcbs, checked wire harness for secured seating and reloaded b.17 sw rev. Functional tested without any further failures or faults reoccurring. Fse reviewed the logs again, and the logs remain clear. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to the customer and cleared for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.